Event description:
The customer stated, that he tested his blood glucose and received a reading of 222 mg/dl on an accucheck advia meter and 104 mg/dl on the contour meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. He did not have any test strips left, but the meter will be returned for evaluation, and a replacement will be sent.